Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv occurrence date (B)(6) 2011 / cycle 3 / drain volume 4113 ml was confirmed in the logs and not duplicated during the pal evaluation. The cause is insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm. Device met specifications relative iipv's in the logs. A service history review revealed no previous service events were related to the reported condition. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 started at 06:08:05 with drain volume of 4113 ml during cycle 3. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.